Event description:
It was reported via repair work order that the inaccurate scale due to malfunctioned load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.